Event description:
Boston scientific received information that the pocket was reopened to revise another manufacturer's right atrial (ra) lead. When the pocket was opened, it was found the ra setscrew was loose. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device and the ra lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.